Event description:
Surgeon was using medline sterile x-ray detectable gauze sponges during facelift operation. The medline sterile x-ray detectable gauze sponges was continuously shredding into the incision site, causing the surgeon to constantly remove the shredded pieces from the operative site. The medline sterile x-ray detectable gauze sponges were substituted with another manufacturer's product. The facelift was completed without further complications. Patient taken to pacu in stable condition.